Event description:
It was reported that a large volume infusor leaked from the bladder. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11 h4: the lot was manufactured between (B)(6) 2023 - (B)(6) 2023. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside the housing which suggested a leak. A leak test was performed, and leak was observed coming out at one side of the bladder crimp. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.